Event description:
My diabetes glucose monitor prescription was changed to libre 3 plus in (B)(6) 2025. When that occurred, I experienced inaccurate readings low and high, which is a dangerous situation. I recently received a letter from walmart pharmacy telling me about the recall of these new sensors, but mine weren't on that recall list. I'm pretty sure that they are affected by the recall. The lot numbers are t60003668 for 3 boxes, t60003746 for 1 box. Pt code: 1905. Device codes: 2459, 2460. Ref reports: mw5180936, mw5180937, mw5180938.